Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 0.3ml 29ga 1/2in the needle length was shorter. The following information was provided by the initial reporter: the customer reported that the needle length was about 7 mm which was shorter than usual.

Manufacturer narrative:
The investigation was updated due to additional information: h6: investigation summary: as per request, sample was forwarded to holdrege on 16-may-2022 for further review. Holdrege measured the sample and found that the cannula fell within specifications for 30gx8mm. Due to the batch being unknown, no DHR review can be completed. Based on this new information, the investigation is now concluded as: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported while using bd syringe 0.3ml 29ga 1/2in the needle length was shorter. The following information was provided by the initial reporter: the customer reported that the needle length was about 7 mm which was shorter than usual.

Event description:
It was reported while using bd syringe 0.3ml 29ga 1/2in the needle length was shorter. The following information was provided by the initial reporter: the customer reported that the needle length was about 7 mm which was shorter than usual.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 31-mar-2022. H.6. Investigation: customer returned a single syringe. No identifying polybag was returned with the sample. The length of the syringe¿s needle measured 7.60mm, within parameters for 8mm syringes. However, there was no way to confirm that this sample had come from a lot or polybag that featured 12.7mm syringes. While the syringe can be measured at approximately 8mm in length, there is not sufficient evidence to determine that it is intended to be a 12.7mm syringe. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, embecta was unable to directly confirm the customer¿s indicated failure of the needle being too short. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.